Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.